Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 3.5 x 28 mm xience alpine referenced is being filed under a separate medwatch report.

Event description:
It was reported that patient had complicated lesions located in proximal left circumflex (lcx) and proximal left anterior descending (lad) artery. Two guide wires were inserted into the lcx and lad. A 3.0 x 18 mm xience alpine deployed at the proximal lcx. Using a buddy technique, a balloon dilatation catheter was used to crush the proximal edge of the stent, and a 3.5 x 28 mm xience alpine stent was implanted in the main lad successfully. An attempt was then made to treat the distal lad with a 2.75 x 38 mm xience alpine but the device could not cross the 3.5 x 28 mm stent in the main lad and got stuck. The 2.75 x 38 mm xience alpine was pulled back, stretching the implanted 3.5 x 28 mm xience alpine stent and the 2.75 x 38 mm stent dislodged. Using a snare device, the 2.75 x 38 mm dislodged stent was captured, but also explanted the 3.5 x 28 mm stent. Both stents were removed from the patient with the snare device. The procedure was completed by implanting a non-abbott 2.75 x 38 mm stent in the distal lad and a 3.5 x 24 mm non-abbott stent in the main lad. Although they reported a procedure delay, it was not clinically significant and there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.